Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that four large volume pump (lvp) display boards needed to be replaced for dim/ missing segment.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that four large volume pump (lvp) display boards needed to be replaced for dim/ missing segment. There was no reported patient involvement.